Event description:
It was reported that during a cori lab the burr seems to have "live zones" outside of the defined cut region (colored region). Specifically around the mcl and lcl on a sawbones as well as the posterior aspect both medially and laterally on the distal cut. They were able to mill around the tibia tubercle and much lower on the tibia as well, by the pin sites. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files and videos of the case were provided. The reported problems were confirmed. The screenshots show red bone along the outside of the medial condyle as well as the inner lateral condyle during femur bone removal. The tibia bone removal screen shows red bone on the tibia shaft. The screenshots display the user in "exposure mode" when cutting. The videos provided show the bur extending and retracting in areas that are not within the defined cut region. It was determined that the software functioned as intended; no defect of the system occurred. The quick movement of the drill and the angles created between the guard and the bone when burring the outside of the condyles is the most likely cause of the over-resection found in those areas. The "projective aggressive" algorithm is used to determine the allowed bur exposure at the given guard/bur distances to the spare bone. The guard is projected onto the bone, and from that position, it determines how much the bur can extend to the closest 'spare' bone (spare bone is not to be cut). Regardless if there is intended ('waste') bone to be cut in order to reach the spare bone, the bur will extend to reach, but not resect, the spare bone if it is within the bur's "sight" and maximum exposure range of 12 mm. Over-resection is possible when the bur is exposed and the drill moves quicker than the expected retraction time (45 milliseconds at full exposure) over spare bone that is now closer to the guard. This is most noticeable when the guard is at an angle with, and not perpendicular to, the bone. The guard is more likely to create these angles when moved back and forth near the edges of the bone. The yellow drill symbol was displayed at times during cutting. This indicates the user had moved the drill quicker than the recommended velocity. The overcut of the tibia shaft is likely due to the same expected behavior where the bur exposed itself to the spare bone at an angle, and the retraction time was not quick enough to prevent an overcut. However, it should be noted that free collection points were not taken along the shaft of the tibia, and that the virtual image of the shaft is the projected atlas model. Therefore, the overcut of the physical bone versus the virtual bone may not be the same. According to the cori user's manual, utilize exposure control mode with the bur working perpendicular to the cutting surface is recommended for easily accessible areas that are unrestricted by boney anatomy. Trace around the outer edge of the implant cut plan. Make left-right or up-down passes to remove the remaining middle bone. The user should avoid quick passes of the tool over the surface. To remove bulk bone, a slow, methodic ¿plunge and drag motion¿ through to the cortical layer, will remove bone with the greatest efficiency. The bur remains protruded only until it has reached the target surface, and the bur exposure actively adjusts so that cutting beyond the target surface is minimized. When removing bone, the yellow drill symbol will display when the drill movement exceeds the recommended velocity, which may lead to overcutting. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Further analysis of the software related to this event is being conducted by the software engineering team. No further containment or correction is required at this time.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files and videos of the case were provided. The reported problems were confirmed. The screenshots show red bone along the outside of the medial condyle as well as the inner lateral condyle during femur bone removal. The tibia bone removal screen shows red bone on the tibia shaft. The screenshots display the user in "exposure mode" when cutting. The videos provided show the bur extending and retracting in areas that are not within the defined cut region. The quick movement of the drill and the angles created between the guard and the bone when burring the outside of the condyles is the most likely cause of the over-resection found in those areas. The "projective aggressive" algorithm is used to determine the allowed bur exposure at the given guard/bur distances to the spare bone. The guard is projected onto the bone, and from that position, it determines how much the bur can extend to the closest 'spare' bone (spare bone is not to be cut). Regardless if there is intended ('waste') bone to be cut in order to reach the spare bone, the bur will extend to reach, but not resect, the spare bone if it is within the bur's "sight" and maximum exposure range of 12 mm. Over-resection is possible when the bur is exposed and the drill moves quicker than the expected retraction time (45 milliseconds at full exposure) over spare bone that is now closer to the guard. This is most noticeable when the guard is at an angle with, and not perpendicular to, the bone. The guard is more likely to create these angles when moved back and forth near the edges of the bone. The yellow drill symbol was displayed at times during cutting. This indicates the user had moved the drill quicker than the recommended velocity. The overcut of the tibia shaft is likely due to the same expected behavior where the bur exposed itself to the spare bone at an angle, and the retraction time was not quick enough to prevent an overcut. However, it should be noted that free collection points were not taken along the shaft of the tibia, and that the virtual image of the shaft is the projected atlas model. Therefore, the overcut of the physical bone versus the virtual bone may not be the same. According to the cori user's manual, utilize exposure control mode with the bur working perpendicular to the cutting surface is recommended for easily accessible areas that are unrestricted by boney anatomy. Trace around the outer edge of the implant cut plan. Make left-right or up-down passes to remove the remaining middle bone. The user should avoid quick passes of the tool over the surface. To remove bulk bone, a slow, methodic ¿plunge and drag motion¿ through to the cortical layer, will remove bone with the greatest efficiency. The bur remains protruded only until it has reached the target surface, and the bur exposure actively adjusts so that cutting beyond the target surface is minimized. When removing bone, the yellow drill symbol will display when the drill movement exceeds the recommended velocity, which may lead to overcutting. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. As part of corrective action, this software defect has been resolved on cori software version 1.7.1 and above. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.